Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was not properly deployed, and it migrated upward and remained attached to the shaft. After device removal, manual compression was performed. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.